Event description:
Band erosion was reported by the consumer. Consumer states receiving several fills, but unknown dates and how much each fill was. In (B)(6) 2010, the consumer felt that the band was too tight. The surgeon extracted some fluid and after that the consumer reported not feeling any restriction. In (B)(6) 2010, the patient had two small fills and still did not feel restriction. On (B)(6) 2010 an upper gi was performed and revealed th band had eroded into his stomach. In a conversation with the surgeon on (B)(6) 2010, he verified the reported information. In addition, he stated that since the patient complained of the band being too tight in (B)(6) and after removing a couple of ccs, the patient has not be able to achieve restriction. The patient has had excellent results with a 75% ewl. The surgeon confirms that an upper gi was done but not conclusive of band erosion but was confirmed via an endoscopy on (B)(6) 2010.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.